Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿

Event description:
The complainant reported that eighteen days into impella cp support, a purge pressure low alarm appeared. No visible leaks were observed. Three hours later, a clot ingestion resulted in a spike in motor current and an eventual pump stop. Attempts to restart the pump were unsuccessful and swapping the automated impella controller did not resolve the issue. The patient remained supported via ECMO, but later passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.